Manufacturer narrative:
Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The device was returned deployed, but the hard needle did not fully retract. Upon opening the device, the linkage assembly moved back to the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage and the housing. It cannot be confirmed if this contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.5 mmol/l (405 mg/dl) while wearing the pod between 4 and 24 on the hip/buttocks area. Insulin was noticed to be leaking out. A new pod was applied to treat the hyperglycemia.